Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va12bal, implanted: (B)(6) 2016, product type: lead. Analysis of the ins (B)(4) found no anomalies.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the battery was coming out of the incision site. There were no obvious signs of infection. The battery was explanted on (B)(6) 2016 and returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.